Event description:
About 2 weeks ago, I donated blood at blood services. They used the alyx apheresis unit by baxter healthcare. I had no symptoms prior to or during the donation. About 30 minutes after leaving, I had severe substernal burning at the level of the xiphoid process. I took tums which relieved the symptoms for about 10 minutes. I then started taking alka seltzer which would relieve the symptoms for about 2 hours. The symptoms continued and I then started taking pepcid complete which gave me relief for about 4 hours. The symptoms worsened with exercise. I then saw a gastroenterologist in 2009, and he placed me on carafate and zegrid. The symptoms have improved but I still have the pain, especially with exercise. I contacted florida blood services and reported the symptoms, they made a report, but said they had never had this happen before and did not think it was related to the donation. I have never had any upper gi symptoms in my life other than minor heartburn once a year or once every two years easily relieved by one rolaid. My health is excellent, I'm on no medications, and I believe these gi symptoms were related to the donation, possibly a reaction to the citrate anticoagulant. I am a certified registered nurse anesthetist. Diagnosis or reason for use: apheris.